Event description:
The elite system is not working properly. Patient stated that sometimes the system will activate and other times it doesn't. While on the phone a review of the system was conducted. It was learned that the system would only have an intermittent display. Upon further discussion it was learned that most of the segments from all units was missing. A request was made to return the instrument for evaluation and in the meantime a replacement unit was provided.